Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex contour profile high 350cc, catalog number 3542712, lot number 165350. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a saline mentor siltex contour profile high 350cc and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 04/11/18, it was reported to mentor that the devices were removed and replaced with saline mentor smooth round moderate plus profile 375cc, catalog number 3502375, serial number (B)(4) , lot number 7549762 on the left breast implant and with saline mentor smooth round moderate plus profile 375cc, catalog number 3502375, serial number (B)(4). Lot number 7549762 on the right breast implant on (B)(6) 2018. On 04/20/18, it was reported to mentor that device evaluation and investigation has been completed. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device and on the shell surface. During visual examination of the device, pe observed a rent measuring approximately 0.8 cm on the posterior aspect. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the root cause of the material observed within the device and on the shell surface. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).